Manufacturer narrative:
(B)(4). The analysis results found that (a) device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips and locked out as intended but the orange indicator did not show up completely; this finding is not related with the incident reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was received with one jaw broken at bifurcation. Evidences of corrosion on the broken area were noted. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. No incident related to the reported event was observed during the batch record review. Batch # h9090l (mfg date 2/8/2011; exp date 1/8/2016). Jaw & lockout.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy, the jaw could not open after closing when each device was checked its function before use for patient. The same event occurred in both devices. These devices were not used for the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.